Event description:
Procedure; pediatric lap cystic lung resection. Reportedly, the grey release button was not working properly. The device clamped on tissue, sealed tissue but it would not release properly. Based on the report, it was removed from the tissue by physical manipulation and a similar device was used to complete the procedure. There was no reported injury or adverse affects to the patient. Additional information was requested from the account; however, to date no additional information has been furnished regarding this reported incident.